Event description:
During the surgical revision of the patient (1 day after implantation), the valve was found cut (using error or valve default ?) The valve will be returned for evaluation. The incident has not been reported to the (B)(6). Additional information: the patient had been revised (1 day after implantation) due to cardiopulmonary arrest and hydrocephaly sign. (During the revision surgery it was noted that the valve was cut).

Manufacturer narrative:
Upon completion of investigaiton, a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 170mmh2o. The valve was visually inspected and confirmed the tear in the silicone housing around the proximal connector. This could be due to wrong handling, or a pointed / sharp object coming into contact with the silicone housing. As noted in IFU the silicone housing has a low tear / cut resistance. Review of the history device records confirmed the valve conformed to the specifications when released to stock on the 10th october 2013. The root cause of the tear/cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, or wrong handling of the device, but this could not be determined. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.